Event description:
It was reported that the lead was oversensing in the unipolar setting. The physician was unable to check the lead at the time of the event due to no intrinsic r waves. The lead was then reprogrammed to bipolar sensing and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.